Event description:
Alleged event: the wings of efx could not hold the weight of the abdominal wall; the efx broke. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.